Event description:
Once the trevo was deployed, it was evaluated and seen to have thrombus in it and was reprepped after angiography, injecting through the neuron max catheter demonstrated that there was no improvement in flow. The procedure was repeated with the ace 68, velocity microcatheter, and synchro 0.014 wire, taking this to the intracranial circulation. The patient was quite restless, and there was a significant movement throughout this attempt at a second pass, and the microcatheter was advanced to a point before the occlusion and in order to confirm satisfactory positioning in the appropriate branch, angiography through the microcatheter was carried out. This demonstrated that the catheter was indeed beyond the occlusion point and within the middle cerebral artery branch. The trevo device was then delivered, centered over the point of the occlusion, and once again, the velocity microcatheter was removed. Angiography was carried out, demonstrating flow through the previously occluded segment through the trevo and confirming satisfactory placement of device. Once again aspiration was applied to the ace 68 catheter, and the trevo was gently retracted; however, as the distal end of the trevo came close to the middle cerebral artery m1 segment, there was increased resistance. Attempts were made to retrieve the trevo, initially with gentle retraction, subsequently with advancement of the ace 68 into the middle cerebral artery. There continued to be excessive resistance to removal of the trevo device, and the velocity catheter was reintroduced over the delivery wire, and attempts were made to use the velocity to re-sheath the trevo. This again failed with the distal most aspect of the trevo for not re-sheathing, and attempts were made with other catheters, including an ace 3 penumbra catheter and a phenom 27, neither of which was successful. Angiography was carried out, confirming that no hemorrhage was occuring; however, it was apparent that there was increasing thrombosis and that the temporarily restored flow was no longer present. At this point, options for retrieving the device were felt to have been exhausted. The angiogram with the trapped trevo in place demonstrated a change in the configuration of the lateral aspect of the middle cerebral artery m1 segment, and it was felt that more aggressive attempts to free the trevo might well lead to laceration of the middle cerebral artery and hemorrhage. The decision was therefore made to leave the trevo device in place and in order to do this, the delivery wire was cut at the hub of the sheath.